Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent a surgical procedure to remove excess skin overgrowth and to place a longer abutment on the internal fixture (date not reported.) The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.